Manufacturer narrative:
The technician was unable to duplicate the reported event of heating up but noted that the driveshaft bearing was damaged.

Event description:
It was reported that the core impaction drill overheated at the user facility. The user facility was not able to provide any further information regarding the reported event.